Manufacturer narrative:
A ge service rep performed an on site investigation and was unable to duplicate the reported problem. The power supply was adjusted and the generator interface printed circuit board was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would not perform fluoroscopic x-ray. No pt injury was reported.